Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a diagnostic laparoscopy procedure, the blade mechanism in d5lt trocar did not release normally. The nurse reported that the blade would normally release with a slight pressure however on this device, it was necessary to apply pressure against a hard surface for the release to allow the blade to retract back into the trocar. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.